Event description:
It was alleged that the tip of the large needle driver partially separated from the instrument. During retraction into the cannula, it was reported that the tip completely separated from the instrument. The tip was visualized and retrieved using the right instrument. There were no complications due to the tip breakage or the resultant retrieval. No patient harm or patient injury was reported as related to the product malfunction.